Event description:
It was reported that upon setting up the controller, the connector was identified to be pushed into the unit. Competitors equipment had to be used in order to complete the surgery. No pt complications were reported as a result of this event.